Manufacturer narrative:
This supplemental report is submitted to provide the results of the receipt of the device, device evaluation, legal manufacturer¿s investigation and device history record (DHR) review. The device was returned to an olympus service center for evaluation. Leaks in the biopsy channel as well as dents, chips, minor scratches, and cracked glue were found on the device. The device was repaired and returned to the customer. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not could not be conclusively specified. The probable cause was that the user performed an incorrect reprocessing of the device. The IFU (instruction for use) describes the following as a method for detecting the event. Since the user pointed out the event this time, the user has appropriately detected the event. · inspection of the instrument channel: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. The IFU as a method of preventing the event, has the following description. This time, the user may have deviated from IFU, but cannot be identified. ·4.2 insertion : suction : if the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. ·1.4 precautions : all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. ·5.5 manually cleaning the endoscope and accessories : brush the channels : be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.

Manufacturer narrative:
The device was not returned to the user facility for evaluation. As part of our investigation, the service center followed up with the user facility regarding the reported event and was informed that the channel is being brushed during manual cleaning with an olympus brush model bw-412t. The scope is also being reprocessed in an oer-pro. The required alcohol is being used in the oer-pro as well as the acecide-c. It was confirmed the scopes are being reprocessed after each use. The scope is pre-cleaned, a leak test is performed, the channels are wiped down and manually brushed and put into the oer-pro. The scopes are also reprocessed again if they have been sitting for seven days without being used. The IFU for reprocessing and the oer-pro are being followed that was provided to them by olympus.

Event description:
The service center was informed that during reprocessing, the technician reported resistance while brushing the scope¿s channel and a clip was observed. The technician passed the brush a second time and the clip pushed from the distal end of the scope. The user facility determined that the clip was used on a patient in a previous procedure. It is unknown if the first or second patient was panel tested or if the patients were treated for cross contamination. However, the facility¿s infection control is aware of this incident. The patient involved in the second procedure was notified and will be monitored for infection. There was no patient injury reported.